Event description:
A pt was found to have the screws of the cervical construct backed out approx 3-4 mm, and were wedged under the cervical plate. The pt presented to the drs office for a post operative visit, and the x-ray showed that the caudal screws had backed out. It was reported that the fusin is solid and the pt is without pain. No revision or removal surgery planned or intended.